Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the manufacturer¿s instructions, quality control, instructions for use (IFU), and documentation were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Moreover, there is no specific IFU available for this device. However, the intended use of this device per the manufacturer¿s public website is as follows: ¿used to assist in inserting catheters, introducer sheaths, and other medical devices in vascular applications¿. In addition, the device was approved with the intended use of facilitating the placement of devices during diagnostic and interventional procedures. The IFU for the gunter tulip filter (used in this procedure) states that the filter is designed to be retrieved with the gunther tulip vena cava filter retrieval set; and may also be retrieved with the cloversnare vascular retriever. The IFU clearly states: ¿cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques¿. In addition, the IFU states that the safety and effectiveness of alternative retrieval techniques ¿has not been established¿. Separation of this device during a procedure may result in migration and/or embolization of the separated material. This could result in serious harm to the patient such as permanent impairment of a body structure or function, the need for additional procedures to remove the device, and/or initial or prolonged hospitalization. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that this event could be related to the user and off label use. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [etkin_retrievable inferior vena cava filters.pdf].

Manufacturer narrative:
Brand name: unavailable as the device lot number, rpn, and gpn are unknown. Pro code = dqx. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A journal article was reviewed: "retrievable inferior vena cava filters can always be removed using 'fall-back' techniques", which detailed a retrospective chart review study conducted of data which was collected of all patients undergoing inferior vena cava filter (ivcf) removal by vascular surgeons at a tertiary academic medical center between 2009 and 2013 including demographics and procedural and filter characteristics. The study objective was to analyze how incorporation of new 'fall back' techniques for filter retrieval which were unsuccessful using standard snaring techniques, affected the outcomes of ivcf retrievals in patients with retrievable ivcf left in place for a prolonged period. The study concluded incorporation of fall back techniques may allow 100% technically successful and safe removal of retrievable ivcfs and is especially useful in removing filters with prolonged dwell time. According to the journal article, during attempted filter retrieval using 'lasso' technique, there were four complications. All occurred with the retrieval of gunther tulip filters by the lasso fallback technique. Three cases involved embolization of fractured bentson wires to the right atrium or pulmonary artery. In one case, a strut of a filter fractured and was left embedded in the caval wall. In all four cases, embolized and retained fragments were successfully snared endovascularly without long-term consequences. Specific procedural, product, and lot number information was not provided. This report is for one of the fractured wires. Please reference medwatches: 1820334-2019-00727 and 1820334-2019-00729 for the reports of the fractured wires and 1820334-2019-00728 for the fractured filter leg. Citation: etkin, y., glaser, j. D., nation, d. A., foley, p. J., wang, g. J., woo, e. Y., . . . Jackson, b. M. (2015). "Retrievable inferior vena cava filters can always be removed using ¿fall-back¿ techniques." Journal of vascular surgery: venous and lymphatic disorders, 3 (4), 364-369. Doi:10.1016/j.jvsv.2015.04.002.